Event description:
Sion black had been used to navigate down the at distal to the foot and performed well until it was being removed. The sion black was being removed with a navicross .014" 150cm curved tip and became stuck near the hub, they swapped the .014" navi for an .018" 150cm navicross and device was still not easily able to be removed. Once the sion black was removed from the anatomy it was examined and the coating had been compromised and appeared to have been stripped down the metal in an accordion fashion in the distal 10-30cm area. They were able to angiographically confirm that no coating was left in the anatomy and there was no harm tot he patient. They do have the sample of the device that I will be picking up and sending in next tuesday, as well as a couple picture that I have attached.